Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was hit by a truck which shoved her into another truck in front of her. The patient was having a lot of problems on the back of her head and thought the battery moved because of the accident. It was stated that the patient could tell it moved but hasn't moved very much. The patient reported therapy was working, stable, and she checked all 4 programs with response to all 4. Since the accident the patient was scared she would get a blood clot because her blood pressure and pulse was out of control since the accident. There were no further symptoms or complications reported or anticipated.